Manufacturer narrative:
Concomitant medical products: product ID: xom unk nimintrfc, serial/lot #: no information/no information, ubd: , UDI #: no information. Analysis found that the mainframe was received in good cosmetic condition. The current software is the most recent version. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe shows incorrect measurements. The connection plug of the stimulation probe can not be inserted correctly into the stim socket of the patient connection box provided for this purpose. As a result, the device does not recognize the probe. In addition, the device hums during the monitoring mode and erratic display of emg curves (without stimulation). There was no patient impact.